Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a 6 unit bolus without user input. The customer's blood glucose (bg) level lowered to 40 mg/dl and "glucojuice" was consumed to address low bg. Customer reverted to using an alternate method of insulin therapy.